Event description:
Pump received from customer reporting that pump failed. No additional info was available at that time. Pump was received for eval. Accuracy tests were performed on pump. Pump failed all accuracy tests performed on pump.